Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06466. It was reported that a rotawire was detached and was entrapped in the patient's coronary artery. The target lesion was located in a severely calcified coronary artery. A rotablator burr and a 330cm rotawire were used for treatment. During the procedure, it was noted that a fragment segment of the rotawire broke and became entrapped in the distal part of a branch of the coronary artery. No further patient complications were reported.